Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the bile duct during a biopsy of bile duct procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the spyscope ds was advanced into the bile duct, the physician attempted to perform a biopsy; however, it was noticed that the working channel protruded out of the tip of the spyscope ds, which was seen on the monitor. Reportedly, there was no other issue noted. The physician decided to stop the procedure and it was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). A visual examination of the spyscope ds device found that working channel sleeve was not extended from the distal cap when received. The distal tip would articulate without issue. The proximal end of the distal cap was aligned to the cap weld. A spybite device was passed through the working channel without issue. There was evidence that heat was applied on the outside of the catheter during manufacturing assembly. The complaint is not consistent with the returned spyscope ds since the working channel sleeve was not extended from the distal cap. Therefore, the most probable root cause is "not confirmed." A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the bile duct during a biopsy of bile duct procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the spyscope ds was advanced into the bile duct, the physician attempted to perform a biopsy; however, it was noticed that the working channel protruded out of the tip of the spyscope ds, which was seen on the monitor. Reportedly, there was no other issue noted. The physician decided to stop the procedure and it was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.